Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe pai/ chronic back pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), headache ("severe headaches") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (surgery to remove essure coils performed in (B)(6) 2015). Essure was withdrawn. At the time of the report, the back pain, pelvic discomfort, menorrhagia, headache and abdominal distension outcome was unknown. The reporter considered back pain, pelvic discomfort, menorrhagia, headache and abdominal distension to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2008 and reported adverse events, including severe pain/ chronic back pain. The essure coils were removed in (B)(6) 2015. After essure insertion, pelvic, back and uncharacterized pain may occur. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe pai/ chronic back pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2008, the patient started essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), headache ("severe headaches") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (surgery to remove essure coils performed in (B)(6) 2015). Essure was withdrawn. At the time of the report, the back pain, pelvic discomfort, menorrhagia, headache and abdominal distension outcome was unknown. The reporter considered back pain, pelvic discomfort, menorrhagia, headache and abdominal distension to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure, and subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted in 2008 and reported adverse events, including severe pain/ chronic back pain. The essure coils were removed in (B)(6) 2015. After essure insertion, pelvic, back and uncharacterized pain may occur. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.